Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while the pa was using the device, part of the metal lifted off the jaw of the vasoview hemopro 2. It is unk whether a piece or pieces fell inside the pt's leg. A vasoview hemopro endoscopic vessel harvesting (vh-3000) unit was used to complete the procedure. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater had lifted up and was bent, a small piece of the silicon tip was detached, and there was some blood on the device. Further inspection revealed that the silicon edges were able to be put back together and no pieces were actually missing. Based upon the visual observations, the reported complaint for "heater lifted up" was confirmed. Reporter confirmed that it was user error that caused the heater to detach by not inserting the jaws properly in the cannula, as instrumented in the IFU. Internal file number - (B)(4).